Event description:
It was reported the rv lead was explanted and replaced due to lead fracture. Both the rv lead and the ra lead were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: all conductors fractured; partial lead in segments returned and analyzed; outer insulation breached (clavicle-rib crush); full lead returned and analyzed. Other: it was reported the rv lead was explanted and replaced due to lead fracture. Both the rv lead and the ra lead were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, no conclusion can be drawn. Unknown (for use when the device problem is not known).